Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device was noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was exposed to moisture. The customer explained that she had the device against her skin and may have been in contact with sweat. Blood glucose value is unknown. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.